Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that there had been 1 or 2 cases of brand new leads that were being placed that were fractured during stage 1 implants. The manufacturer representative believed that damage could have been done from the depth stop gauge being seated too high because of possible technique issue. The manufacturer representative did not have any additional information regarding the 1-2 events as a health care provider (hcp) mentioned it to him in passing. This event occurred intraoperatively. The indications for use (ifus) were unknown.